Event description:
It was reported that the patient underwent a colostomy procedure on (B)(6) 2014 and suture was used. During knotted sutures through a fascia in the course of colostomy, the suture was detached from the needle. The procedure was completed successfully. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. The device was visually evaluated. Upon evaluation, the suture had a short insertion.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.